Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges that the product leaked in the nicu when performing a vent leak test before using on a pt. The product is visibly damaged. No pt injury reported.